Event description:
It was reported that during implant of the atrial lead, the lead exhibited unacceptable thresholds. The lead was not implanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of the lead found normal characteristics.